Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing during a laparoscopic sleeve procedure, the device fired once but did not fire on the second reload. Another handle was used. There was no patient injury.